Event description:
Fails patient side occlusion test. Other - other- specify in comments (B)(6) 2018 08:13:12 (B)(6) po for $(B)(6) approved by (B)(6). Shipping & billing addresses confirmed. Npi. (B)(6) 2018 08:15:11 (B)(6) (B)(6) 2022 (B)(6). (B)(6) 2018 06:38:21 (B)(6). Customer stated failed patient side occlusion error 289 on channel a and b was confirmed due to bad encoder of drive modules. Awaiting for customer's approval with major repair. (B)(6) 2018 08:45:14 (B)(6). Note: ship to has been updated to acct# (B)(6) per (B)(6) request. (B)(6) 2018 09:22:52 (B)(6). Updated from mnr to mjr for the major repair needed per (B)(6), service tech. Repair approved by (B)(6) for $(B)(6). Per (B)(6), please continue to bill the repair to his credit card (listed above). (B)(6) 2018 08:26:50 (B)(6).

Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and track wise files and found relevant to the service repair. A review of the source device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed quality notification was opened for the device without correlation to the reported complaint. A review of the device history record showed the device had a manufacture date of 19sep2012. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was involved in a production failure which correlates to the customer reported issue. A review of the complaint history for sn (B)(6) was performed in bd2 trackwise which confirmed similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and track wise files and found relevant to the service repair. A review of the source device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed quality notification was opened for the device without correlation to the reported complaint. A review of the device history record showed the device had a manufacture date of 19sep2012. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was involved in a production failure which correlates to the customer reported issue. A review of the complaint history for sn (B)(4) was performed in bd2 trackwise which confirmed similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Fails patient side occlusion test. (B)(6).